Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00023, 00024. This event occurred in (B)(6).

Event description:
Allegedly revised due to ti broken neck.